Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric and de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained more than 45 degree bend. After a non-bsc guide wire and a non-bsc guide catheter were inserted into the lesion, a 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilation. However, the physician noticed that the middle of the catheter itself was fractured. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 60.5cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric and de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained more than 45 degree bend. After a non-bsc guide wire and a non-bsc guide catheter were inserted into the lesion, a 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilation. However, the physician noticed that the middle of the catheter itself was fractured. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.